Manufacturer narrative:
Manufacturer's investigation conclusion: the reported driveline fault alarms were confirmed via log file analysis. The heartmate ii system controller (serial #: (B)(6) was not returned for analysis; however, log files were submitted for review (102255, spanning approximately 18 days (B)(6) 2021 per timestamp), 7 minutes (B)(6) 2021 11:26:18 ¿ (B)(6) 2021 11:33:10 per timestamp) and 9 days (B)(6) 2021 per timestamp). A review of log (B)(6) shows from (B)(6) 2021 at 05:11:16 - 23:17:37, and (B)(6) 2021 at 07:15:26 through (B)(6) 2021 at 18:21:04 there were multiple intermittent driveline fault alarms. These alarms activated yellow wrench alarms. The driveline fault alarms appeared to be associated with an issue of phase 1; this phase was higher compared to phases 2 and 3. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. A review of log (B)(6) showed that although no driveline fault alarms were captured, the phase 1 of the driveline was higher when compared to phases 2 and 3. There were no notable alarms in the log file. Pump operation was not affected. A review of log (B)(6) shows multiple intermittent driveline fault alarms throughout the log file. These alarms activated yellow wrench alarms. The driveline fault alarms appeared to be associated with an issue of phase 1; this phase was higher compared to phases 2 and 3. The system appeared to be operating as intended, and there were no other notable alarms active in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the reported driveline fault alarms resolved and if any products would be returning; however, to date no response has been received. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including yellow wrench advisory alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate ii instructions for use section 3 ¿ ¿powering the system¿ and heartmate ii patient handbook section 3 ¿ ¿powering the system¿ addresses the user to not use expired batteries and advises the user to properly dispose of them. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-04853. It was reported that driveline fault alarms upon interrogation. The patient was not actively alarming during interrogation. Log file analysis captured intermittent driveline fault alarms beginning on (B)(6) 2021. It was noted that the patient did not know he had an alarm and it was only found upon interrogation in clinic with system monitor. The patient walked frequently and was obese but the patient did not gain or loose a significant amount of weight recently. No alarms were noted while the patient moved around in clinic. Irregularities were noted on the submitted x-rays. The patient underwent controller exchange on (B)(6) 2021. Log file analysis of files after 25 power cable disconnects showed that there was no recurrence of the driveline faults on new controller. Analysis noted that there was potential degradation in the yellow wire. The patient had recurrent driveline fault despite controller exchange. Log file analysis captured intermittent driveline fault events throughout the log file. The same driveline fault phase was causing the driveline fault as it did in previous log file from (B)(6) 2021. This indicated an issue with the driveline. The patient did not have an evidence of a pump stop and was considered for a pump exchange vs transplant. Log file analysis captured abnormally high phase 1 readings compared to other 2 phases on both controllers.